Event description:
A customer reported unexpected negative reactions with the crossmatch assay for a sample with a history of having anti-c.

Manufacturer narrative:
The customer was asked to repeat testing with a new vial of the same lot of dat positive control cells and the same positive results were obtained with the c positive donor units. The customer was asked to repeat testing with a different known c positive patient, along with the patient sample in question, and the two donor units or use the level 1 cell from wbcorqc which is positive for the c antigen. Customer stated that they tested the donors with wbcorqc#1 and it reacted 3+ with both units. An immucor technical support specialist reviewed the image result files. All maintenance was up to date on the days of testing. The camera reports and images suggested that the camera was operating as expected. The error log showed no errors on the day of testing. Donor units reacted as expected with known anti-c pos sample suggesting instrument and reagents were performing as expected. The customer was able to reproduce their results further suggesting that the instrument and reagents were performing as expected. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.